Event description:
Event description guidant received information that several ventricular tachycardia (vt) episodes were inappropriately stored by the pacemaker. The storage of these episodes was triggered by ventricular pace (vp) events followed by ventricular sense (vs) events. The ventricular lead impedances were confirmed to be stable, however r-wave amplitude had decreased slightly from 7.9 mv to 5.4 mv when programmed to unipolar. A previous threshold was recorded at 0.4 mv at 0.6 ms, but today the thresholds ranged from 2.5 to 3.0 volts at 0.6 ms. The threshold was then slightly better in unipolar mode at 2.0 volts. The patient has not been symptomatic and has a good underlying rhythm.